Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during procedure. The physician continued to deploy the pipeline and was able to released the pipeline by advance the catheter. No patient injury reported.